Event description:
An optometrist initially reported that a pt was diagnosed with keratitis. In 2009, the optometrist stated that the consumer experienced edema, swelling, neovascularization and interstitial keratitis. Additional info was received from the optometrist the next day stating the pt was seen in the office for a follow-up exam in 2009, and was experiencing central corneal neovascularization, central corneal opacities and signs of photophobia. At about 3 weeks later, additional info from the optometrist was received. The optometrist stated the pt was given this product after a contact lens fit in 2007. She reported that follow-up visits and annual examinations through 2008 were normal. She stated that in 2009, a month before the pt's annual examination, the pt presented at her office with red eyes that had been ongoing for about 3 weeks. The optometrist reported the pt stated she had been seen at an urgent care medical office where she was diagnosed with pink eye and allergies and treated with ocular antibiotics and allergy medications. She then went to the optometrist who stated that the pt was still wearing her contacts at that time and her vision was 20/40 od and 20/25 os. The optometrist diagnosed deep stromal neovascularization and interstitial keratitis. She was sent to a corneal specialist who thought the issues were contact lens related secondary to her age. She was treated with anti-infective and steroid medications. She was seen at about 5 days later, where the specialist reported improvement. At approximately 15 days, she returned to the optometrist who observed improvement in the interstitial keratitis and her vision had improved to 20/20 ou. At about 2 weeks later, she was seen again by the optometrist and the interstitial keratitis was calming down and there was active retreating of the blood from some of the deep stromal vessels. At a 2-week follow-up visit, there was no change in her corneal condition so she was referred to another ophthalmologist who treated her with an antiviral drug and increased her steroid medication. Both the optometrist and corneal specialist have not been able to determine the cause of the events, but cannot rule out the lens care product at this time. She was advised to visit her pediatrician to be checked for other medical conditions that might have attributed to these events.

Manufacturer narrative:
Evaluation summary: the complaint device associated with this complaint was not received for evaluation. Product history records could not be reviewed because the reporter has not provided a lot number or any identification traceable to the manufacturing documentation. Additional info was requested on 06/18/2009, 06/19/2009, 07/06/2009, 07/07/2009 and received on 06/18/2009, 06/19/2009, 07/08/2009 and 07/10/2009. A completed questionnaire was received from the optometrist on 07/10/2009.